Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (implantable cardioverter defibrillator (ICD), which is included in the shortened replacement window (srw) advisory, triggered end of life (eol). When interrogated the device was found to be in storage mode. Technical services (ts) discussed that the srw advisory may be the issue. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated that this device has been explanted and returned for analysis.